Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. Pt reported that they found a fluid leak at the end of treatment. Fluid was found inside cassette door when removing cassette. Pt was able to complete their treatment using manuals. Pt's effluent remained clear and had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.